Event description:
The pt was not feeling well. The spouse tested the blood glucose on the suspect device and it was 359 mg/dl. The paramedics were called and 10 minutes later tested blood glucose on their device and it was 47 mg/dl. Pt was given oral glucose and taken to the hospital and admitted for overnight.